Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up. The lead impedance had gradually risen. Capture and sensing are both stable and good. The patient is not dependent. There has been no noise on the lead. The physician elected to cap and replaced the lead on (B)(6) 2018. Patient was stable before, during and after procedure.